Event description:
Index pin noted worn due to possible metal fatigue. The index pin did not maintain the shaft connected to spring which enabled the selection of manual or auto delivery of respirations. The disconnection prevented the manual/auto selector "value" from operating although it had been functional up until the disconnect. Physician present and immediately intervened in delivery of oxygen and respirations to the pt. Unit has been checked for service just one month prior to this event.